Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that 68 months post implant the patient presented with a contained ruptured 5.5 - 6.0 cm diameter abdominal aortic aneurysm. An angiogram on the table showed an endoleak in the main body stent graft which was located further down the ipsilateral limb. The patient experienced a drop in blood pressure and back pain. The limbs were relined bilaterally with endurant ii 16x16x93 and this successfully resolved the endoleak. The cause of the endoleak was likely due to stent graft abrasion due to remodeling of the aneurysm and the vessels. No additional clinical sequelae were reported and the patient is fine. Review of returned films post-implant showed that the stent graft was positioned just below the renals. The stent graft proximal od was 27 x 29mm. The ipsilateral limb was placed within the left iliac; the limb was acutely angulated just below the gate. Both limbs appeared to have adequate distal seal length. A 1cm length segment of what appears to be a strut from a fractured stent ring was seen near the ipsilateral limb just below the level of the gate, positioned against the posterior wall of the aaa sac. The cause of the stent fracture and severance could not be determined. Due to the films being non-contrast, the endoleak could not be assessed. The cause endoleak leading to the rupture could not be determined; however, it is possible that stent graft abrasion may have contributed to the formation of a fabric tear. The visualization of the fractured stent also supports potential stent graft abrasion.

Manufacturer narrative:
(B)(4). Method: films. , results: endoleak, aneurysm rupture. Angulated iliac limb. Conclusion: endoleak, aneurysm rupture. Angulated iliac limb.